Manufacturer narrative:
(B)(4).

Event description:
The patient and a manufacturer representative reported that the patient had a raw, painful feeling at the implantable neurostimulator (ins) site after they had been sitting for about an hour and then standing back up again. This pain was isolated to the ins site and the pain had been gradually getting increasingly worse. The first time they noticed this pain was after a chemotherapy treatment where they had been sitting for 3 to 4 hours. The issues started in 2013. They stood up and started walking and felt the pain. It felt like their skin was being torn and the pain was present with the stimulation on or off. The patient did have some change in weight and they felt the ins was moving around in the pocket site. The patient was indicated for lumbar radiculopathy. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.